Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm for 3 to 4 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.